Event description:
It was reported that during an unknown procedure the knife blade would only advance 3/4 of the way - could not achieve complete firing sequence because of excessive resistance - tissue was not reported as thick or edematous - surgeon opened stapler handle without returning knife blade to home position. No patient consequences. Like device was pulled. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 10/17/2024. D4 batch #153d27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and the knob forward with a reload loaded in the device. The reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position and the knife exposed. The knife was returned to home position as expected. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 153d27, and no non-conformances were identified. The lot#182d97 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "surgeon opened stapler handle without returning knife blade to home position"? Firing knob was not pulled back before the handle was opened. 2. Please provide more details how device was removed? See above. 3. Could you please clarify if the knife was exposed? Yes. 4. Could you please clarify if there were any patient consequences? No patient consequences as initially reported. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No; the procedure was completed successfully.